Event description:
Boston scientific received information that this right ventricular defibrillation lead was exhibiting low shock impedances when defibrillation threshold testing (dft) was performed. Pacing impedances were also noted to have trended upward since dfts were performed, however remain in acceptable range. A commanded shock was provided at a lower joule and shock impedances were within an acceptable range. The physician elected to surgically abandon the lead and replace it with a new defibrillation lead. No adverse patient effects were reported.

Manufacturer narrative:
The lead will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.